Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that during the device inspection, the bronchovideoscope exhibited clogging in the channel mount unit and foreign material came out of distal end. However, the customer confirmed that the cleaning wire was broken off during reprocessing, and that the scope has not been used on patients since then. It was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited clogging in the channel mount unit and foreign material came out of distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.